Event description:
It was reported that in the intracranial stenosis surgery employing a guide catheter encountered a complication. The intermediate / middle catheter failed to pass through the distal end / tip of the guiding catheter during the procedure, resulting in the inability to complete the procedure. Another brand's long sheath was used as a replacement, but the intermediate / middle catheter still could not pass through during delivery. The patient was reported to be fine; postoperative recovery is good.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation found that the intermediate catheter used with the chaperon guide catheter during the procedure was returned crushed and kinked at multiple sections along the distal end. No damage or other anomaly was found with the returned chaperon guide catheter that would have caused or contributed to the reported complaint. The intermediate catheter was inserted into the chaperon during the investigation and the distal end of intermediate catheter got caught at the hub of the chaperon and was impossible to insert. The inner diameter of the chaperon guiding catheter measured at 1.79mm and the outer diameter at the distal end of intermediate catheter measured at 1.80mm. As the intermediate catheter could not be inserted into the chaperon, the investigation could not further assess the alleged advancement difficulty through the distal end of the chaperon lumen and therefore, this complaint is considered non-verifiable. Based on the investigation result, no anomaly was found in the manufacturing records or in the dimensions of the actual device. It was likely that the outer diameter at the distal end of the intermediate catheter was larger than the inner diameter of the chaperon guiding catheter, making it impossible to insert.

Event description:
A supplemental report is being submitted to report the investigation findings, see h11.